Event description:
Information received by medtronic indicated that the insulin pump had missing piece of reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = clear on (B)(6) 2021 customer alleged cosmetic damage/ missing piece of reservoir ring , the test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump was received with cracked keypad overlay and minor scratches on display window. The pump passed the displacement test. In summary, the pump was received with a cracked keypad overlay and minor scratches on display window.